Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that patient experienced, blurry vision and vision was not good. Th e lens was explanted and exchanged with atiol lens 4 months following the initial procedure. Additional information has been requested, yet no new information received. There are two medical device reports associated with this file. This report is associated with left eye.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The product was returned for analysis. The reported complaint cannot be confirmed from the returned sample. Iol returned in 2 segments inside a plastic container. Solution and bloodlike substance are dried on the iol. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is:(B)(4).